Event description:
It was reported that this artificial urinary sphincter cuff was removed due to incontinence. A new artificial urinary sphincter cuff was implanted. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter at our quality assurance laboratory, the components underwent a thorough analysis. The cuff did not pass the leak test performed. Under a microscope, a tear was identified in the cuff shell the damage that was consistent with tool damage. It most likely occurred during the explant procedure. Based on the information available and analysis results, the clinical event of incontinence was identified as a known inherent risk of the device.

Event description:
It was reported that this artificial urinary sphincter cuff was removed due to incontinence. A new artificial urinary sphincter cuff was implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.